Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer assisted the customer in recovering the drawer pockets, and the customer was then able to do an inventory without any issues. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the drawer was not detected on the bus, preventing users from accessing the medication. The customer tried to recover the station, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.